Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a rash under the lifevest. The was reportedly bumpy and had started bleeding. The patient's physician recommended the use of an anti septic spray on the area. The patient was also given extra garments to allow for more frequent changes. Follow-up indicated that the rash was improving.